Manufacturer narrative:
.

Event description:
During review of the in-house programming/diagnostic history database, it was observed that during interrogation on office visit on (B)(6) 2002 the patient's settings found were indicative of a faulted diagnostic test; however, there was no prior history available to confirm that a faulted diagnostic test occurred. The patient had just undergone device implant on (B)(6) 2002. The setting was corrected on (B)(6) 2002. No patient adverse events were reported.